Manufacturer narrative:
An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a vistec sponge. The customer reports that during a procedure, the sponge fell apart and the pieces were removed from the site by the surgeon. The surgeon needed to manually pick out the pieces that she could visually see that came out of the raytecs. The procedure was a pelvic reconstruction with a uro-gyn surgeon. The customer stated they have not heard of any complication from this case. No injury reported.